Event description:
It was reported the pt developed a "huge lump" at the ipg site after implant. The pt also had pain at the ipg site. The pian worsened when performing activities. The hcp performed blood work tsts and a cat scan, it all came back normal. The pump was still present and painful, "like they are being zapped". The impedance levels have changed from 400 to 800 ohms. Further info is being requested from the hcp.